Manufacturer narrative:
On january 26th 2026, we received 3 sealed samples with hair in the packaging. After receiving this complaint, we searched for other complaints and we found none regarding the lot number. These samples confirmed the investigation done, based on the photo received. Investigation of the production environment: - the production place is a iso class-viii clean area, in this production area everytime have to wear the neccessary uniform; means have to wear clean & sterilized jacket and hairnet and shoe too. In case of men have to wear beard cover. This rule is always followed. Even so accidentaly can be occurrenced to fall hair into the package. Accidentaly have occurrence to fall hair into the package. - this is a manual packaging without automized camera or sensor control, means that only have human responsible to control the whole production process. No camera or sensor have installed to check the complete packaging for hair or foreign material presence. No plan to implement additional packaging control, due to the fact that the packaging is very difficult to filter out by camera system because the packaging is not constant; the packaging material are shiny; no possible to set the camera for this, that would not be a stabile system. Root cause: - this is an accidental issue, during the production and packaging process, the hair can be gone into the packaging. - second, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. Action(s): - all involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. According to the informations known quality database was checked and revealed no anomaly registered about this defect. A periodical review of all complaints is conducted for each product family on an annual basis. This review contributes to the continuous evaluation of risks and their acceptability. A similar case study was performed on ab6318, on the same defect "hair in the packaging" from october 2021 to october 2025: 2 similar cases were found.

Event description:
According to the available information hair was found in the sealed, sterile packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10134754. On 23rd january 2026, we didn't receive the sample but a photo is available in the complaint. We can see 3 sealed catheters and a hair is present in each of the 3 packages. Root cause: this is an accidentally issue, during the production and packaging process, the hair can be gone into the packaging. Second, human inattention, the operators have not detected the hair then the product have packaged and shipped out to the market. All involved employees have been informed from this issue, they will focus to filter out the hair infected pouches all the time at production order starting to avoid reoccurrence claims in the future. According to the informations known quality database was checked and revealed no anomaly registered about this defect. B3: estimated date.

Event description:
According to the available information hair was found in the sealed, sterile packaging.